Manufacturer narrative:
The device was returned to zoll medical corporation. Our investigation has confirmed the customer report with clarification. We confirmed the soft reset at cold start when pressing the wave 2 softkey within a few seconds of the power up sequence on rare occasions. The customer did confirm the device performed a soft reset and recovered within a few seconds. It was concluded the identified anomaly presents with low risk as it only occurs during power up (cold start) under specific circumstances and recovers within a few seconds without user intervention. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device rebooted power for approximately 10 seconds when a soft key was pressed. Complainant indicated that the patient subsequently expired, however, the patient was pulseless when the clinicians arrived at the scene.